Event description:
The manufacturer was contacted in reference to af541 mask. The customer (hospital) reported the caregivers regularly report the appearance of redness and open sores (such as bedsores) on the nose after prolonged use of the masks. According to them, the frequency of these undesirable effects is higher than that observed with our previous supplier. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.